Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead; model#: sc-4318, lot#: 21964608 description: clik x anchor. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had developed a hematoma at the thoracic spine t9 and t10. It was also reported that the patient had numbness and itchiness. The physician believed that it was not device related. The patient underwent an explant procedure.